Event description:
The report indicated that the customer was experiencing high bg levels (specific readings were not provided but are assumed to be greater than 250mg/dl) and, as a result, removed the pod. He surmised that the "pod was not working properly" as the "needle had not retracted." The pod will be returned for eval.

Manufacturer narrative:
The customer stated that the needle did not retract after firing. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure that the cannula is seated properly. If labeling instructions were properly followed, the user would have noticed the non-retracted needle (which would have been visible through the pod's viewing port) and would have immediately deactivated the device. The report indicated that the pod had been worn up to 24 hours before it was removed. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.